Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use were observed. Charred tissue was observed at the heating element. The device was evaluated for electrical/cautery function with a reference cable and reference power supply vh-3010. An activation and transection capability test was performed over five (5) repetitions using the max life test method. The device activated and transected tissue five (5) times with no cautery failure observed. A precautery test was conducted. The device safety shut down mechanism integrated in the handle activated after 27 seconds of being activated. The safety shut down test was repeated four additional times and deactivated the device after an average 25 seconds. The account reported that the "polyfuse prevented completion of the case." The instructions for use (IFU) provides the following instructions: "for intermittent operation only. Apply energy for the purposes of vessel branch transection and spot cautery only. Do not apply continuous energy. Duty cycle (the fraction of the time that the system is in an "active" state) is 18% (14 seconds of activation, maximum)." We were unable to observe any electrical issues or failure to cut for the complaint unit during our testing. Based on the returned condition of the device and the results of the investigation, the reported complaints were unable to be confirmed. (B)(4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 polyfuse prevented completion of the case. The device would not cut or seal after part of the procedure was completed. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could be considered related to the reported event recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 polyfuse prevented completion of the case. The device would not cut or seal after part of the procedure was completed. The hospital did not report any patient effects.